Event description:
I am a disabled u.s. Citizen with more than 40 years experience managing and treating insulin dependent diabetes mellitus (iddm). I purchased a replacement insulin pump (B)(6) 2025 from tandem diabetes care. The pump, tandem mobi, has had repeated functional errors resulting in delayed and non-delivery of insulin. These are life-threatening errors because insulin is an essential hormone necessary for digestion, metabolism and all bodily organ functions. Essential supplies are difficult to order and obtain. The online order system, tandem source is not able to process orders and the data regarding orders is incomplete and erroneous. Patient code: 4582. Device code: 2338, 2588. Mw518136100.